Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse reviewed the logs and identified error, indicating that the shoulder motor required calibration. The master tool manipulator right (mtmr) replacement workflow was used to perform the calibration, and no errors were observed afterward. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the issue is attributed to shoulder motor out of calibration. The issue was resolved by performing calibration using the mtmr replacement workflow.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there were errors on the right master tool manipulator (mtm) on console one. Recovery was not possible at one point, leading to the disablement of the right mtm on console one. The procedure was being completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.